Event description:
Customer alleged the bed on original order arrived with a broken high/low crank. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc, serial number/date code and age of product are unknown at this time. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the 5310ivc bed has a broken high/low crank. It is unknown by the dealer if the bed was received with the crank broken or if it was broken at the consumer's home. Page 2 of the owners manual states the warning, "the initial set up of this bed must be performed by a qualified technician". This is the emergency crank, to be used in case of a power outage to prevent the consumer/patient from getting stuck in one specific position. Replacement being made on a warranty order #(B)(4). No injury alleged.